Event description:
As reported in the legal brief a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. According to the medical records, the patient presented to the emergency room (ER) complaining of chest and stomach pain. Results from an abdominal computerized tomography (CT) indicated compatible with intraperitoneal hemorrhage; the patient¿s inr was noted to be elevated. The following day, an inferior vena cava (ivc) filter was placed due to a history of deep vein thrombosis (dvt), a large intraperitoneal hemorrhage and contraindication to anticoagulation. Under direct real-time ultrasound guidance, a needle was placed in the right femoral vein. A catheter was advanced into the ivc and an inferior vena cavagram was performed, revealing no intraluminal filling defects in the ivc and the renal veins entering the ivc at the l1 level and the caval bifurcation at the l4 pedicle level. The filter was positioned and deployed below the renal veins and above the caval bifurcation. The patient tolerated the procedure well without immediate complications. Two days later, a peripherally inserted central catheter (PICC line) was placed. An ultrasound of the right lower extremity found no evidence of a dvt. About three years and five months after the filter was implanted, the patient underwent a panniculectomy, and developed pneumonia post operatively. Seventeen days after the panniculectomy the patient presented to the hospital with chest pain. Upon evaluation, imaging showed evidence of constipation. The patient was discharged the same day. Approximately eleven years and eleven months after the filter was implanted, the patient underwent a CT scan indicated for filter evaluation. Results noted that the ivc filter appeared appropriate in position without complicating features,; however, it is tilted with the superior aspect medially. Post-surgical changes include a colonic anastomosis, gastric bypass and cholecystectomy and a small fat containing umbilical hernia. Other incidental findings: a large calcified left lung basilar granuloma, a small exophytic cysts on the right kidney and mild thoracolumbar degenerative changes. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter. Per the information received in the redacted patient profile form (ppf), the patient additionally reports groin pain.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. In addition, the patient reported filter tilt and groin pain. According to the medical records, the patient presented to the emergency room (ER) complaining of chest and stomach pain. Results from an abdominal computerized tomography (CT) indicated compatible with intraperitoneal hemorrhage; the patient¿s inr was noted to be elevated. The following day, an inferior vena cava (ivc) filter was placed due to a history of deep vein thrombosis (dvt), a large intraperitoneal hemorrhage and contraindication to anticoagulation. The filter was placed via the right femoral vein and was deployed below the renal veins and above the caval bifurcation. The patient tolerated the procedure well without immediate complications. Two days later, a peripherally inserted central catheter (PICC line) was placed. An ultrasound of the right lower extremity found no evidence of a dvt. About three years and five months post implant, the patient underwent a panniculectomy, and developed pneumonia post operatively. Seventeen days after the panniculectomy the patient presented to the hospital with chest pain. Upon evaluation, imaging showed evidence of constipation. The patient was discharged the same day. Approximately eleven years and eleven months after the filter was implanted, the patient underwent a CT scan indicated for filter evaluation. Results noted that the ivc filter appeared appropriate in position without complicating features; however, it is tilted with the superior aspect medially. Post-surgical changes include a colonic anastomosis, gastric bypass and cholecystectomy and a small fat containing umbilical hernia. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Due to the nature of the complaint the reported groin pain experienced by the patient could not be further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. According to the medical records, the patient presented to the emergency room (ER) complaining of chest and stomach pain. Results from an abdominal computerized tomography (CT) indicated compatible with intraperitoneal hemorrhage; the patient¿s inr was noted to be elevated. The following day, an inferior vena cava (ivc) filter was placed due to a history of deep vein thrombosis (dvt), a large intraperitoneal hemorrhage and contraindication to anticoagulation. Under direct real-time ultrasound guidance, a needle was placed in the right femoral vein. A catheter was advanced into the ivc and an inferior vena cavagram was performed, revealing no intraluminal filling defects in the ivc and the renal veins entering the ivc at the l1 level and the caval bifurcation at the l4 pedicle level. The filter was positioned and deployed below the renal veins and above the caval bifurcation. The patient tolerated the procedure well without immediate complications. Two days later, a peripherally inserted central catheter (PICC line) was placed. An ultrasound of the right lower extremity found no evidence of a dvt. About three years and five months after the filter was implanted, the patient underwent a panniculectomy, and developed pneumonia post operatively. Seventeen days after the panniculectomy the patient presented to the hospital with chest pain. Upon evaluation, imaging showed evidence of constipation. The patient was discharged the same day. Approximately eleven years and eleven months after the filter was implanted, the patient underwent a CT scan indicated for filter evaluation. Results noted that the ivc filter appeared appropriate in position without complicating features,; however, it is tilted with the superior aspect medially. Post-surgical changes include a colonic anastomosis, gastric bypass and cholecystectomy and a small fat containing umbilical hernia. Other incidental findings: a large calcified left lung basilar granuloma, a small exophytic cysts on the right kidney and mild thoracolumbar degenerative changes. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. According to the medical records, the patient presented to the emergency room (ER) complaining of chest and stomach pain. Results from an abdominal computerized tomography (CT) indicated compatible with intraperitoneal hemorrhage; the patient¿s inr was noted to be elevated. The following day, an inferior vena cava (ivc) filter was placed due to a history of deep vein thrombosis (dvt), a large intraperitoneal hemorrhage and contraindication to anticoagulation. The filter was placed via the right femoral vein and was deployed below the renal veins and above the caval bifurcation. The patient tolerated the procedure well without immediate complications. Two days later, a peripherally inserted central catheter (PICC line) was placed. An ultrasound of the right lower extremity found no evidence of a dvt. About three years and five months after the filter was implanted, the patient underwent a panniculectomy, and developed pneumonia post operatively. Seventeen days after the panniculectomy the patient presented to the hospital with chest pain. Upon evaluation, imaging showed evidence of constipation. The patient was discharged the same day. Approximately eleven years and eleven months after the filter was implanted, the patient underwent a CT scan indicated for filter evaluation. Results noted that the ivc filter appeared appropriate in position without complicating features; however, it is tilted with the superior aspect medially. Post-surgical changes include a colonic anastomosis, gastric bypass and cholecystectomy and a small fat containing umbilical hernia. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.